Manufacturer narrative:
A field service representative (fsr) visited the account on 8/27/07 and found the tygon tubing to the rbc bubble mix was clogged and the controls were out of specifications. The rbc bubble mix tubing was replaced. The instrument was calibrated for all parameters. Factors were adjusted for proper performance and controls run. Instrument performance was verified as ok. Note: as the customer did not supply any printouts from the instrument, it is unk if flagging (dispersional data alerts or suspect parameter flags or suspect population flags) were present. The hgb value of 19.8 g/dl exceeds the default pt limits of 12.0 to 18.0 g/dl, (cd1800 system operator's manual, pages 5-18, 5-20). The value 19.8 g/dl also exceeds the default panic limit of 18.0 g/dl (p. 5-21). Page 3-25 recommends that if a data alert occurs the customer should follow the laboratory review criteria. The operator's manual's section on: quality control, (guidelines for running controls, page 11-3), recommends that the control data should be verified as within acceptable limits and reviewed for shifts or trends. The customer ran pt samples as two levels were in range (per laboratory procedures) but one level was out of range high for hgb and mcv. Section 10 on troubleshooting, identified two situations which may be associated with the bubble mixing chamber: -page 10-35 poor precision from inconsistent mixing: -page 10-38 qc specimens may exceed acceptable limits if insufficient mixing occurs in the bubble chamber. In addition, the complaint analysis and trending system (cats) and trending analysis support system (tass) were reviewed and no adverse trends were identified. Labeling: cell-dyn 1800 system operator's manual, 07h80-01, rev msection 5: operating instructions: setup instructions: pt limit sets: p. 5-18; changing pt limits: p. 5-20; changing panic limits: p. 5-21. Section 3: principles of operation: system-initiated messages and data flags: parameter data flags: dispersion data alerts: p. 3-25. Section 10: troubleshooting and diagnostics: index of error messages and conditions: data problems; imprecise results (poor precision) due to inconsistent bubble mixing in the mixing chambers -p. 10-35; qc specimen results exceed acceptable limits - p. 10-38 section 11: quality control: quality control procedures: guidelines for running controls: p. 11-3. End of report.

Event description:
The account stated that the celldyn 1800 analyzer generated a hgb result of 20 g/dl which was questioned by the physician. The sample was repeated and a hgb of 19.8 g/dl was generated. The sample was sent to a reference lab which obtained a hgb of 8.8 g/dl. There was no impact to pt management as the original results were questioned.